Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: 29 nov 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The suspect product was received and evaluated. Visual inspection of the lens under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues were observed, revealing that the spot observed in the customer provided video was viscoelastic residue. Inspection of the original handpiece revealed no issues. Inspection of the customer provided video revealed the complaint lens was stuck to the handpiece tray and coated in viscoelastic residue. A spot on the lens could be observed; however, based on the quality of the video provided the mark cannot be confirmed to be damaged or not. The complaint issue "lens damaged" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol), serial number (B)(4), was fully inserted into the patient¿s operative eye the doctor found cracks in the iol. The iol was removed and replaced with iol serial number (B)(4). However, the same issue was observed in the eye whereby iol had cracks. The iol was removed again. No further information was provided. This report is for the first iol. Another report will be filed for the second iol.